Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-15303. It was reported the pt is experiencing pain over her ipg site. The pt described the pain as a burning sensation and it occurs intermittently, when stimulation is on or off. Additionally, the pt's peripheral stimulation (off-label) subcutaneous lead has migrated slightly to the left. The pt's original pain pattern is bilateral low back, legs and feet. The pt is currently receiving stimulation in only her left lower back and both legs. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.